Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates there were no reported complications while the device was implanted. Subsequently, boston scientific received information that this patient was later deactivated from the patient monitoring system due to death. There were no allegations or complaints against the device's operation or functionality. There was no reasonable evidence that the device caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.